Event description:
A 9c tigerpaw system ii was used during open chest procedure for the occlusion of the left atrial appendage. There was a malfunction: those 9 pins punctured the tissue, but the silicone seal was not attached and fell to surgical cavity. Heavy bleeding started as a complication. Then another tigerpaw device was used and functioned properly - bleeding stopped.

Manufacturer narrative:
The tp15aj09 device history record (DHR) for the lot number 1436m and corresponding lots for subassemblies were reviewed; there were no non-conformances that could be considered related to the reported event. This failure mode was investigated per the CAPA (B)(4). Health hazard evaluation (hhe) was completed. Bleeding was stopped by using another tigerpaw system ii device that was functioned properly.